Event description:
End user reports while operating the power wheelchair in her home, she fell out of the power wheelchair. End user reports not wearing seat belt.

Manufacturer narrative:
The power wheelchair has not been made available for evaluation by manufacturer. A follow-up report will be submitted after an evaluation is completed.